Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v858322, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient had fecal incontinence with pain in the site of electrode implantation and there was shooting pain in the anal area after fall. Patient had fractured lead following on fall. There was pain due to fractured lead due to fall. The lead was placed back in (B)(6) and it got fixed on (B)(6) 2012 for fractured lead. On fluoroscopy, the electrode had been pushed in from its previous placement. The impedance was verified for adequate lead placement and it was within limits. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.